Event description:
It was reported that during the ilet learning period the user experienced hyperglycemia after announcing a meal, reached a reported blood glucose of 400 mg/dl, disconnected from the ilet, and corrected with a subcutaneous insulin pen injection before reconnecting; no device alarms were reported and no issues with supplies were observed. Symptoms included stomach pain, dry mouth, and fatigue. Outcomes included no need for outside assistance and no medical intervention or hospitalization, with resolution after the manual insulin correction. Investigation included troubleshooting and education. Investigation of this case revealed no device malfunction identified and no component failure detected, with the cause of hyperglycemia remaining unclear given the learning phase and absence of alarms or supply issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.